Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery. A 6.5x200mm supera self-expanding stent system (sess) was implanted without issue, but the stent was longer than expected by 32cm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.